Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station asked for a witness every time the customer pulled a medication. The technical support specialist (tss) remotely accessed the server and verified that the device settings were not configured to require a witness on removal. A report was run, and no witness activity was observed. The tss also logged into the station and confirmed that no witness was requested during a medication pull. Customer later confirmed that issue got resolved. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was keeps asking for witness. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.